Manufacturer narrative:
According to the facility, on (B)(6) 2026, rn inserted a foley catheter following an epidural placement for a laboring patient. After placement, it was identified that urine was not advancing forward into the catheter extension tubing/urine drainage bag. Rn attempted to flush catheter and then assessed the connection line, and ultimately urine remained in stasis once it reached the end of the indwelling drain. The catheter was removed and a new catheter from a different lot number was used for replacement and drained properly. No report of any injury or medical intervention needed. The patient is "stable, no further issues related." It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, on (B)(6) 2026, rn inserted a foley catheter following an epidural placement for a laboring patient. After placement, it was identified that urine was not advancing forward into the catheter extension tubing/urine drainage bag. Rn attempted to flush catheter and then assessed the connection line, and ultimately urine remained in stasis once it reached the end of the indwelling drain.